Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
On (B)(6) 2011, the pump started alarming, and was in safe state. Later, a critical alarm regarding a low battery reset was heard. The critical alarm was confirmed via telemetry as having had occurred on (B)(6) 2011. A confirmed motor stall occurred on (B)(6) 2011 at 10:05, followed by recovery at 10:21. The pump was replaced. The pt recovered from the replacement procedure without sequela. The medication administered via the pump was compounded baclofen (100 mcg/ml). Add'l info will be provided in a f/u report as it becomes available.